Event description:
4 members of nursing staff were transferring patient via golvo lift from surgical cart to patients wheelchair for discharge when the lift stalled with patient suspended in the air. The lift would not lower down therefore nursing staff had to put surgical cart back underneath patient and raise cart very high in order to lay patient back down. New lift was obtained from 3rd floor and patient was safely transferred to wheelchair and subsequently discharged. Injury occurred to healthcare worker. Htms work order stated: replaced batteries, and fuse board. Tested lift and functions as intended.